Manufacturer narrative:
Medwatch field d4 expiration date was updated. Due to the limited information provided, the investigation was unable to determine a specific root cause. On the date of the event, multiple sample quality-related alarms occurred, indicating potential pre-analytical handling issues. A general reagent or analyzer problem was not present, because the qc prior to the event was within ranges. There was no product problem identified.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys estradiol iii results from the cobas e 801 analytical unit. The customer received two different sample tubes for the same patient that were drawn at the same time. The samples were both tested on the same module. Sample 1 result was 401 pmol/l. Sample 2 result was 286 pmol/l.